Event description:
Event description guidant received information that during an attempted implantation of this implantable cardioverter defibrillator (ICD), when induction occurred, a 'high voltage detected on leads' message was receive. In addition, when induced, the rate was below the ventricular fibrillation rate of 185 so the device was reprogrammed to a rate of 120 beats per minute. The device started the detection process over again after the rate change which is normal device behavior and is the reason for the delay in shocking that was observed. It took more than 26 seconds for the device to charge and shock. Review of the electrograms show that only one cardioversion was completed and a high voltage message was received with each attempt. Device failure is suspected to be the cause of the failures to shock.